Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated reservoir was unable to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display (heightened brightness) was noted. Pump failed the self test. Test p-cap locked properly into the reservoir compartment, however, a partially broken retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, label damage, and partially broken retainer. Reservoir unable to lock into place was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Partial display (heightened brightness) was confirmed during visual inspection due to moisture damage on the electronic assembly. Moisture damage on the electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.